Event description:
Customer reported "leak from thread area" of luer lock injection cap during taxol (chemotheraputic agent) infusion. Small leak resolved by changing the device. No pt harm. The nurse stated, "this has never happened in the past when using this product with taxol."